Event description:
Paramedics attached the device to a person diagnosed in cardiac arrest using disposable defibrillation electrodes. After four shocks were administered, the device allegedly indicated an intermittent connection of the defibrillation electrodes, inhibiting use of the defibrillator. Standard external paddles were subsequently used to administer five additional shocks. While using the standard external paddles, the operator thought the device may have displayed a message indicating an intermittent loss of connection. The patient was resuscitated.